Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned together with xt27 catheter and was found to be partially deployed from the catheter, the distal end of the stent was found to be deformed, the sdw (stent delivery wire) was found to be intact, and the stent introducer sheath was not returned. During functional test, the device was flushed, and the stent was deployed without difficulties for further analysis. The reported event was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device returned and the stent was noted to be partially deployed and deformed. The event states "the surgeon noticed the occurrence of the problem after three re-sheathing with around one third of the device unsheathed from microcatheter." The dfu states " if positioning is not satisfactory, the implant can be recaptured and repositioned as long as the distal marker on the microcatheter is not proximal to the re-sheathing marker on the delivery wire. To recapture the implant, simultaneously advance the microcatheter while gently pulling back on the delivery wire. Caution: do not attempt to partially deploy and recapture the implant more than three times or a loss of re-sheath performance may occur". It is probable that the device was damaged during the clinical procedure due to procedural or anatomical factors resulting in the reported event. An assignable cause of procedural factors will be assigned to the reported defect ¿stent difficult/unable to pullback into sheath¿, ¿device difficulty engaging target vessel¿, and the analyzed defects ¿stent deformed¿ and ¿stent partial deployment¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis, and it was discovered that the stent (subject device) was found to be partially deployed from the catheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
F10 / h6 device code grid (medical device problem code) - updated from 'premature activation' to "difficult or delayed activation'.

Event description:
The subject device was returned for analysis, and it was discovered that the stent (subject device) was found to be partially deployed from the catheter. There were no clinical consequences to the patient reported as a result of this event.